Event description:
The patient was admitted for a procedure in 2008, with a lesion in the left internal carotid artery. The lesion had 60% stenosis. A precise stent was used to treat the lesion successfully. Five days post index procedure the patient has asymptomatic, in-stent thrombosis. Heparin was administered and the patient recovered without any symptoms. The patient was discharged from the hospital the following month. The patient's medications at the time of the event included the following: aspirin, clopidogrel sulfate, cilostazol, valsartan and atrovastatin calcium hydrate.

Manufacturer narrative:
Additional info will be submitted upon 30 days of receipt.